Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported paramedics were called due blood glucose readings of 36 mg/dl. Customer stated that they had a seizure and the paramedics were called to treat. Customer was treated with orange juice. Customer stated that they overcorrected for dinner prior to the hospitalization. No further information reported.